Manufacturer narrative:
Investigation: visual inspection: some particles in the delivery liquid and some deposits on the product, but no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection : after dismantling of the valves, clearly deposits were found in the progav and slightly deposits were found in the shuntassistant. Results: based on our investigation, we confirm that the progav valve was non-adjustable at the time of our investigation. This is likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shuntsystem (#fv434t) was implanted during a procedure performed in (B)(6) 2014. According to the complainant, the progav was believed to be blocked. To change the pressure setting was not possible. The patient underwent a revision procedure on (B)(6) 2021. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6).